Manufacturer narrative:
The returned device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device has not been received for analysis. When the device is received and analysis is completed, this report will be completed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The patient presented symptoms of fatigue, pacing inhibition was suspected and the device was unable to be interrogated, so it was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This device has not been received for analysis. When the device is received and analysis is completed, this report will be completed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The patient presented symptoms of fatigue, pacing inhibition was suspected and the device was unable to be interrogated, so it was explanted and replaced. At this time, there is no evidence to suggest a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to be returned for analysis.